Event description:
Double mastectomy due to cancer and immediate reconstruction with mentor siltex contour profile becker 35 expander / breast implant cohesive ii implants. Suffered many strange symptoms after implantation: depression, hair loss, back nasal drip and constant cough, painful joints of hands and elbow, loss of ability to unscrew things, memory loss, brain fog, burning painful feet, pain lying on back and left side, capsular contracture, anxiety, basically a living hell for two and a half years until I had implants and capsule removed in 2017.